Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was found that sensor cannula was bent. Sensor would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.